Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Medical records received. Medical records from (B)(6) 2020 note that the patient had been having pain. The patient was noted to have had a tibial plateau fracture back in 2017 and had her hardware removed and a total knee placement. After the total knee was placed the patient had a manipulation under anesthesia and also a n arthroscopic lysis of adhesions. With extensive formal physical therapy and cortisol shot. The components that were implanted in the original surgery were of unknown manufacturer. On (B)(6) 2020, the patient had a left knee revision to address arthrofibrosis. Depuy components we utilized. The record notes that prior to surgery, the patient had a manipulation under anesthesia, arthroscopic lysis of adhesions, formal physical therapy. Continued to struggle with stiffness. Depuy components were implanted at this time.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the musculoskeletal stiffness if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left knee to address aseptic loosening. Date of implantation: (B)(6) 2017, date of revision: (B)(6) 2020, (left knee). Treatment: femur, tibial tray, and tibial insert were revised. Depuy components removed: yes.